Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') and pelvic pain ('severe persistent pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included anemia, vulvovaginitis, uterovaginal prolapse, multiparous and morbid obesity. Concurrent conditions included hyperlipidemia. Concomitant products included meloxicam, nsaids, rosuvastatin calcium (crestor) since 2015 and sertraline. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions/ all injuries and/or complications allege resulted from use of the essure device: rashes or skin conditions type: chronic rash on arms and abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic reactions in the form of rashes"), urticaria ("allergic reactions in the form of hives"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis"), vaginal infection ("vaginitis") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, dermatitis allergic, urticaria, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety, rash, vulvovaginitis, vaginal infection, anaemia, back pain and vulvovaginal pain outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, dermatitis allergic, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal pain and vulvovaginitis to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2008 no. Of coils: there were three trailing coils on both the right and left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix with cysts, parakeratosis, focal squamous metaplasia and minimal acute and chronic inflammation. Benign proliferative phase endometrium. Myometrium, superficial adenomyosis. Uterine serosa, no significant histopathologic changes. Benign right fallopian tube, walthard -rest, and paratubal cysts. Benign left fallopian tube, hydatid cyst of morgagni and-focal endosalpingiosis. Tubal sterilization coils grossly identified. Extending from each-cornu, into each fallopian-tube are flexible metal coiled sterilization devices, 2.0 x 0.2 cm each. The lumen is partially patent due to the aforementioned sterilization device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Case category updated to serious incident. Reporter information, other relevant history, explant date added. Rcc and product information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') and pelvic pain ('severe persistent pelvic pain') in a 45-year-old female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included anemia, vulvovaginitis, uterovaginal prolapse, multiparous and morbid obesity. Concurrent conditions included hyperlipidemia. Concomitant products included meloxicam, nsaids, rosuvastatin calcium (crestor) since 2015 and sertraline. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and back pain ("lower back pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions/ all injuries and/or complications allege resulted from use of the essure device: rashes or skin conditions type: chronic rash on arms and abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic reactions in the form of rashes"), urticaria ("allergic reactions in the form of hives"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vulvovaginitis/vaginitis") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, dermatitis allergic, urticaria, vaginal haemorrhage, menorrhagia, fatigue, depression, anxiety, rash, vulvovaginitis, anaemia, back pain and vulvovaginal pain outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, dermatitis allergic, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal pain and vulvovaginitis to be related to essure. The reporter commented: discrepancy noted:-date(s) of insertion: (B)(6) 2008, (B)(6) 2008 no. Of coils: there were three trailing coils on both the right and left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - benign cervix with cysts, parakeratosis, focal squamous metaplasia and minimal acute and chronic inflammation. - benign proliferative phase endometrium. - myometrium, superficial adenomyosis. - uterine serosa, no significant histopathologic changes. - benign right fallopian tube, walthard -rest, and paratubal cysts. - benign left fallopian tube, hydatid cyst of morgagni and-focal endosalpingiosis. - tubal sterilization coils grossly identified. Extending from each-cornu, into each fallopian-tube are flexible metal coiled sterilization devices, 2.0 x 0.2 cm each. The lumen is partially patent due to the aforementioned sterilization device. Lot number: 626909, manufacturing date: 2008/04, expiration date: 2010/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Event vaginitis clubbed with vulvovaginitis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.